Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test and prime/a33 test. Unit received with stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Motor was tested outside of the device and passed. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 61 mg/dl.